Manufacturer narrative:
(B)(4).

Event description:
The pt was at the casino on saturday and wet herself, and since saturday pt experienced a loss of stimulation sensation. The pt was unable to adjust stimulation with the programmer. The programmer display showed the "call your doctor" icon, and had a por (power on reset) condition. Add'l info was requested.